Event description:
Patient presented to the physician with ongoing pain at the neck incision site that radiates up to the side of the face since the implant procedure. Physician prescribed pain medication and muscle relaxers.